Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. There was no allegation of the micro catheter causing the bleed in (B)(6) 2014. The physician had stated that the bleed came from the nidus. The hydrocephalus and ventriculocisternostomy was reported to the FDA during that time for onyx. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was an arterial puncture that was related to medtronic microcatheter during onyx embolization procedure performed on (B)(6) 2014. The original report stated that there was no vessel dissection and that the bleeding came fro the nidus. The event was stated adjudicated by the cec to be arterial perforation related to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.